Event description:
It was reported that during a da vinci s prostatectomy surgical procedure, a broken cable was found on a maryland bipolar forceps instrument. The planned surgical procedure was completed. No additional information was provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found no cables or wires broken or damaged at the wrist. One grip is bent, creating a .030" offset at the tips. Yaw pulley does not have separation at glue joint, however the most likely cause of bending is overloading the tip. Engineering also observed the distal end of main tube, tube has a 2.8" long section with material removed on one side of the tube. Damaged area is located .5" above the proximal clevis, parallel to tube axis, and has a rough surface finish. Based on the location and appearance, the damage may have been caused by a cannula accessory. Additional investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if additional information is received. Additionally, several deep scratches adjacent to the scraped tube area were found. Their location, orientation and appearance suggest instrument collision may have occurred. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings. Handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended...